Manufacturer narrative:
(B()4). The assignable root cause of the reported condition is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is an ancillary service event. Visual inspection of the device confirmed that the roller was missing from the roller clamp. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink continu-flo solution set, a roller was found to be missing from the regulating clamp. No additional information is available.